Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 151 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as falling out of bed. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported a broken battery cap on the pump. The customer had been off the pump for several months after being hospitalized for the low. They had other issues including double bypass surgery. The insulin pump will not be returned for analysis. Frn-unk-rsvr . Unomed set.